Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
During initial implant procedure, an increase in pacing impedance occurred on the right ventricular (rv) lead. A new device was successfully implanted to resolve the event. The patient was in stable condition.